Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine, episodes of undersensing were observed. The lead was repositioned and remains implanted.